Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging confirmed there was a pre-existing small pe noted prior to the procedure. Venous access was obtained and intracardiac echocardiography (ice) and fluoroscopy imaging was utilized for transseptal puncture (tsp). The non-boston scientific (bsc) ice catheter was being utilized in the right ventricular outflow tract (rvot) for tsp puncture which was performed using versacross transseptal access system (vcc) through the watchman trusteer access system (was). It was noted the vcc 230cm pigtail wire was not pulled back more than once during the procedure. The was was advanced in the left atrium (la) and a 27mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and implanted in the laa. An effusion sweep was performed on imaging and the pre-existing pe was noted to be unchanged. The procedure was concluded. 45 minutes post index procedure, hypotension was noted, and a pe was noted on transthoracic echocardiogram (tte) imaging that had not been present at the time of the procedure. Cardiac tamponade was also noted, and a cardiac perforation was suspected. A pericardiocentesis was performed and 950cc of dark red blood was removed from the pericardial space. The patient was transferred to critical care for observation in stable condition and is expected to fully recover. The physician suspected a cardiac perforation occurred as a result of the non-bsc ice catheter being used in the rvot for imaging prior to tsp. It was further reported the pre-existing small pe was located adjacent to the posterior wall of the heart, and it was of an unknown cause, stable, and chronic. The patient has recovered and has been discharged.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging confirmed there was a pre-existing small pe noted prior to the procedure. Venous access was obtained and intracardiac echocardiography (ice) and fluoroscopy imaging was utilized for transseptal puncture (tsp). The non-boston scientific (bsc) ice catheter was being utilized in the right ventricular outflow tract (rvot) for tsp puncture which was performed using versacross transseptal access system (vcc) through the watchman trusteer access system (was). It was noted the vcc 230cm pigtail wire was not pulled back more than once during the procedure. The was advanced in the left atrium (la) and a 27mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and implanted in the laa. An effusion sweep was performed on imaging and the pre-existing pe was noted to be unchanged. The procedure was concluded. 45 minutes post index procedure, hypotension was noted, and a pe was noted on transthoracic echocardiogram (tte) imaging that had not been present at the time of the procedure. Cardiac tamponade was also noted, and a cardiac perforation was suspected. A pericardiocentesis was performed and 950cc of dark red blood was removed from the pericardial space. The patient was transferred to critical care for observation in stable condition and is expected to fully recover. The physician suspected a cardiac perforation occurred as a result of the non-bsc ice catheter being used in the rvot for imaging prior to tsp.